Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged generating discrepant nasopharyngeal scfa results with on the cobas liat system (lot 00727y). A pregnant patient tested positive for sars-cov-2 and flu b, negative for flu a. The sample was retested, it generated negative results for all targets. No results were reported out on the initial run of the sample. The customer did a retest on this liat with a known negative sample on another liat and received the same negative result. No harm or injury was indicated. This reported event is under investigation. A supplemental will be submitted upon completion of the investigation.

Manufacturer narrative:
The raw data was provided and roche was able to identify the positive run for the sample that was called positive for flu b and sars and noted obvious curve abnormalities. The curves do not appear to be representative of true amplification and therefore a systems assessment was requested. The systems team was able to see that these curves were incorrectly called positive due to an unknown system interference, but the instrument and hardware show no signs of malfunction and can continue to be used. No other abnormalities in the data set were seen. Overall, it appears this is an isolated occurrence due to unknown interference during this run. Investigation completed no issues seen internally. (B)(4).